Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. The device analysis was performed through photographs. Device photographs for the device related to the reported event of capsular contracture were reviewed on 21/may/2020. Visual analysis of the photographs identified deformation. It is not possible to determine the most likely failure mode due to impossibility to perform microscopic analysis.